Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Caller from inform system user facility reported neonate patient blood glucose results: (B)(6) 2011, 9:07 am, meter result was 26 mg/dl (B)(6) 2011, 9:29 am, meter result was 45 mg/dl (B)(6) 2011, 9:29 am, lab result was 27 mg/dl (B)(6) 2011, 9:59 am, meter result was 45 mg/dl (B)(6) 2011, 11:06 am, meter result was 55 mg/dl (B)(6) 2011, 11:06 am, lab result was 39 mg/dl no adverse event reported. A request was made for the return of the strips.